Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was suspected to have had a pump thrombus. They had sudden drops in flows, increased lactate dehydrogenase (ldh), and the left ventricle did not unload with increased speed. The patient was taken in for a potential outflow graft stenting, but there was no gradient in the outflow tract. Log files were submitted for review. It appeared that the files captured low flow events between 05dec2025 and 08dec2025. There were also a number of low flow flags that did not persist long enough to generate low flow alarms. Tech services stated that the pump temperatures, rotor noise and displacement were operating in normal ranges, so they were not suspect of pump thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported suspected pump thrombus was unable to be confirmed as no images were provided, and the device was not returned for evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms, as well as a direct correlation to the suspected thrombus, could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 left ventricular asist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) could not be conclusively established through this evaluation. The submitted system controller event log file captured intermittent low flow events on 08dec2025, resulting in several transient low flow hazard alarms. Review of the submitted system controller periodic log file revealed additional low flow alarms captured from 05dec2025 ¿ 07dec2025, as well as a decrease in typical flow beginning sometime prior to 05dec2025 captured with the default timestamps. Of note, the default timestamps were captured due to the system controller clock not being set, which is further addressed under the controller investigation. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. D, and the heartmate 3 lvas patient handbook rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hemolysis and device thrombosis, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.